Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a patient regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported that she had her urine checked and does not have any urinary infections. But sometimes, all of a sudden the urine just comes out, which started about couple weeks ago. Patient was on p 1 at 2.8 v. Patient wanted to know if she needs to try increasing stimulation. It was instructed that patient could try increasing stim, but if increasing does not help, patient can talk to hcp about changing programs. No further complications were reported/anticipated.